Event description:
It was reported that, "the arthroplasty was revised due to acetabular loosening. The acetabular components and the femoral head were revised. The components were implanted in situ for 0.17 y. The patient presented with a (B) (6) score of 4, three months prior to revision surgery and a maximum score of 4. Photographs of the retrieved implant are attached. Medical records and x-rays were not provided to stryker for review due to (B) (6) restrictions at our institution."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were not provided because the information provided by user facility. If additional information becomes available, then it will be submitted in a supplemental report.